Manufacturer narrative:
H3 other text: the device is not available to the manufacturer.

Event description:
During a middle cerebral artery bifurcation aneurysm embolization procedure, the subject guidewire was used to bring microcatheter to distal of parent vessel. Because the vessel was very tortuous, the subject guidewire could not be advanced to the distal vessel even after several tries. As the physician found the device could not be advanced any further under digital subtraction angiography (dsa), the subject guidewire and the microcatheter were withdrawn together during which the distal of the guidewire was found fractured. The device was replaced and the procedure was completed successfully with no clinical consequences to the patient.

Event description:
During a middle cerebral artery bifurcation aneurysm embolization procedure, the subject guidewire was used to bring microcatheter to distal of parent vessel. Because the vessel was very tortuous, the subject guidewire could not be advanced to the distal vessel even after several tries. As the physician found the device could not be advanced any further under digital subtraction angiography (dsa), the subject guidewire and the microcatheter were withdrawn together during which the distal of the guidewire was found fractured. The device was replaced and the procedure was completed successfully with no clinical consequences to the patient.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the guidewire was found to be broken in 2 segments (9.5cm distal segment and 190.5cm proximal segment). The proximal segment was inspected. The nitinol tubing was fractured, the core wire and platinum coil was visibly broken inside the nitinol tubing. The distal segment was inspected. The nitinol tubing was fractured, the core wire and platinum coil were broken. The platinum coil was also visibly stretched. The distal end of the core wire was visible through the distal dome. The hydrophilic coating was hydrated and there were no anomalies noted. A functional inspection could not be completed as the device was damaged. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The event was confirmed based on the damage noted to the returned device. The device failed to meet specification when returned for analysis. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared for use as per the directions for use. The dispenser hoop was flushed before removing the guidewire and there was no resistance encountered removing the guidewire from the dispenser hoop. No other difficulties were encountered during the usage of the device that could have contributed to the issue. The guidewire tip was not shaped. A non-stryker microcatheter was used in the procedure and was used to complete the procedure. All the products used in conjunction with the subject guidewire include a non-stryker catheter, microcatheter and stent and a stryker microcatheter and coil. Continuous flush set up and maintained throughout the clinical procedure and the patient¿s anatomy was severely tortuous. All fractured fragments of the subject guidewire were removed from the patient¿s anatomy. No snare was used to remove the subject device. The current condition of the patient is stable and no additional medication was given to the patient. Analysis of the returned device found the guidewire was returned broken in 2 segments (9.5cm distal segment and 190.5cm proximal segment). In the proximal segment, the nitinol tubing was fractured with the core wire and platinum coil visibly broken inside the nitinol tubing. In the distal segment, the nitinol tubing was fractured with the core wire and platinum coil broken. The platinum coil was also visibly stretched. The damage to the returned device indicates the device encountered significant manipulation during use in the patient. An assignable cause of procedural factors will be assigned to the reported defects guidewire distal tip broken/fractured during use and guidewire difficult to advance in addition to the analyzed defects guidewire distal tip broken/fractured during use and guidewire distal tip stretched as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.